Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Carefusion has requested additional information such as alarms that appeared, what testing was performed and details from the error logs however carefusion has yet to receive this information. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that upon testing it was noted that the ventilator was not cycling and various alarms were displayed on the screen. There was no patient involvement in this incident.